Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty to remove was confirmed; however, after soaking the devices, the balloon was removed form the introducer sheath. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported and the packaging and hub were not returned. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). In this case, it may be possible that inflating the balloon above rbp may have compromised the balloon refold in such that it may have contributed to the difficulty removing from the introducer sheath; however, this could not be confirmed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) above rbp. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal right coronary artery lesion. Pre-dilatation was performed and an ultra stent was deployed. Post-dilatation was performed with the 5.0 x 8 mm nc trek balloon. The balloon was inflated to 8 atmospheres (atm) for 5 seconds, to 16 atm for 12 seconds, to 14 atm for 14 seconds, and to 20 atm for 16 seconds. During removal of the nc trek, the balloon became stuck in the sheath; therefore, the devices were removed together. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.